Event description:
It was reported that an edwards aortic bioprosthetic valve was explanted after an implant duration of approximately 11 years because "only one leaflet was moving, the others stiff and not mobile". The valve was replaced with another edwards bioprosthetic valve model 3300tfx 27mm. Patient is reported in good condition.

Manufacturer narrative:
(B)(4). Report of edwards aortic bioprosthetic valve explant due to immobile leaflets after an implant duration of approximately 11 years; valve was replaced with prosthetic valve, patient is doing well. The explanted device was not made available for return to device manufacturer, therefore an evaluation could not be confirmed. Structural valve deterioration is the most common reason for bioprosthesis dysfunction and encompasses multiple failure modes, including calcification, non-calcific degeneration, dehiscence, cusp thickening or fibrosis, or a combination of these. Such failure modes may occur singularly or concomitantly. However, without return of device and evaluation, the specific mechanism leading to this explant cannot be identified or evaluated. The device history record review was completed and confirms that this device passed all manufacturing and sterilization inspections. There has been no information to suggest a device quality deficiency related to this event. Edwards will continue to review and monitor all events.